Event description:
It was reported that the pt underwent surgery twice in one month 2008 for spinal fusion. The pt had titanium rods implanted from the cervical spine to the lumbar spine. Since then the pt has been complaining of diffuse body pains, seizure activity, and generalized edema. It was reported that the pt's blood chromium level was elevated to 40 mcg/l (normal is less than 2). No medical intervention was reported. It was also reported that the pt had titanium surgical mesh implanted in an unknown part of the spine with 1 or 2 retention screws. Additional information has been requested. A follow up report will be sent if additional information is received.

Manufacturer narrative:
No product was returned. No product identification information was provided. With the available information, a cause or contributing factor cannot be identified.